Manufacturer narrative:
The getinge field service engineer (fse) noted that the customer opted to not repair the unit and to take the unit out of service permanently.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) the cs300 intra-aortic balloon pump (iabp) found k6, k7, k8 solenoid is making an extremely loud noise during use. And the cable assembly from the base unit to the monitor is broken. There was no patient involved.